Event description:
The daughter of an (B) (6) female pt contacted lifecor customer support to report that the device will not power up with either battery pack. She stated that they had removed the device earlier, and when it was placed back on, it would only vibrate. One battery pack displayed a green light on the battery charger. Support had a pt services representative (psr) visit the pt and exchange the monitor.

Manufacturer narrative:
Device evaluation summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the reported problem was a defective r46. R46 is the discharge resistor. The defibrillator board was replaced. The monitor was retested and restocked. The root cause of the defective r46 was because, the converter may only partially power down after a charge cycle. This led to r46 overheating. This caused damage to surrounding components and wires. The root cause of the condition was determined to be u1 not completely turning off when the enable signal is asserted false by the monitor software. Furthermore, it was determined that the cause of u1 not shutting down was switching noise from the flyback converter (u7, q4, and t1) on u1 pin 5. No adverse event resulted from the monitor failure. The pt received a replacement monitor.